Event description:
Pt reported experiencing elevated blood glucose of 400-500 mg/dl. He indicated that he administered boluses to address the issue, but his blood glucose level did not decrease. Pt stated that the infusion device appeared to be functioning properly. He admitted that he had used the infusion set for 5 days rather than the recommended 72 hrs. He did not report any symptoms associated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.